Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail code (B)(4) involved in this event was manufactured by wittenstein intens gmbh. In relation to this event, orthofix also received a receiver code (B)(4), s/n (B)(6) manufactured by orthofix. The returned devices were examined by orthofix quality operations department. Technical evaluation the devices were subjected to visual, dimensional, and functional check as per orthofix specification. 1) nail code (B)(4) the visual check of the nail evidenced as follows: -the bipolar connector is free from damages, defects, or deformations. -slight evidence of drilling is present at the distal hole. This feature is expected, since this operation is performed free-hand and without the targeting. This shall not be relevant to the failure notified; -the sealing at the tail right, performed with nusilmed silicone, is still intact. -no scratches could be detected on the external surfaces. -the nail looks totally retracted. In the dimensional check the tail left exposed distance have been evaluated with a digital caliper. The measured value is in conformance with the set specifications at which the nail shall be brought for the clinical use. In the functional check the following parameters were measured: -resistance measurement: conforming with acceptance criteria -absorbed current measurement: not conforming to acceptance criteria. The motor is in stall conditions. No motor noise could be heard. This suggests a mechanical lock of the motor. The device has been subjected to CT scanning. -no anomalies were evidenced at the soldering/motor connectors. -no anomalies were evidenced at the motor (including misalignment of components, absence of components). -no anomalies were evidenced at the gearbox (including misalignment of components, absence of components). -no anomalies were evidenced for the lead screws and for the other components related to mechanical stability and functionality of the nail. After the CT-scanning, the implant has been sawed to investigate the motor and the gearbox separately. Overall resistance was still consistent with what previously measured. As the motor was supplied with 12 v, an abnormal behavior was detected on the gearing. It looked blocked and after few seconds it started to run again. The absorbed current detected was conformal to acceptance criteria. After the two sawed parts have been coupled again, nail elongation was verified. The load test was repeated, but it failed. This is due to the abnormal absorbed current (average current higher than the maximum allowed). 2) receiver code (B)(4). The visual check did not evidence any anomalies. No damages on the cable, welds and silicone encapsulation were detected. No issues were detected concerning the welding on the socket. Traces of organic tissue were detected in the socket. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Final comments 1. Nail code (B)(4), manufactured by wittenstein intens gmbh in year 2022. The analysis performed on the returned nail confirmed the notified issue. The nail is not functioning according to set specifications under load. The evidence collected indicates a mechanical issue on the motor, whose origin unfortunately could not be identified. The production records from wittenstein intens gmbh, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was initially conforming to specifications. 2. Receiver code (B)(4), manufactured by orthofix in year 2023. The functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6) - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2023 - body part to which device was applied: n/a - surgery description: n/a - patient information: n/a - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: during surgery, the intramedullary lengthening nail did not lengthen. They tried to change the console, the receiver and when they took out the nail, they tested it on the operating table and it did not work, so they had to use another nail and another receiver that they had taken with them to the operation in case there was a fault. The complaint report form also indicated: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device was immediately available to complete surgery - the event led to a delay in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of x-ray images is not available - the problem occurred during the first use of the device - patient's current health condition: n/a on (B)(6) 2023, orthofix srl received the following additional information from the local distributor: we suffered a delay in the operating room. We have to remove a nail, try it and once we have comproved the malfunction, we have changed. We have to extend the surgery almost 1.5 hour more. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the device involved in this event was received by orthofix srl. The technical evaluation is on going. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: n/a. Surgery description: n/a. Patient information: n/a. Problem observed during clinical use on patient/intraoperative: type of problem: device functional problem. Event description: during surgery, the intramedullary lengthening nail did not lengthen. They tried to change the console, the receiver and when they took out the nail, they tested it on the operating table and it did not work, so they had to use another nail and another receiver that they had taken with them to the operation in case there was a fault. The complaint report form also indicated: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of x-ray images is not available. The problem occurred during the first use of the device. Patient's current health condition: n/a. On 31 august 2023, orthofix srl received the following additional information from the local distributor: we suffered a delay in the operating room. We have to remove a nail, try it and once we have comproved the malfunction, we have changed. We have to extend the surgery almost 1.5 hour more. Manufacturer ref: (B)(4). Distributor ref: (B)(4).